Event description:
Co-worker had just purchased "clear care contact lens cleaning and disinfecting solution" (alcon, clear care 3% hydrogen peroxide cleaning and disinfecting solution" and had not used yet. Co-worker had an irritation in the eye, and without reading the instructions squirted some of the solution directly in to the eye. Burning / pain / redness occurred. Co-worker was seen by a local ER dr who had co-worker flush eyes with water and advised to be seen by co-worker's eye dr. Pain and redness subsided within 1 hour of incident. (B)(6), access number: (B)(4).